Event description:
Intravenous large volume pump noted to be flashing red in alarm banner with no audible alarm. Patient had parenteral nutrition bag running through large volume pump. Flashing red alarm noted with communication error scrolling on screen. No alarm heard and the channel was not registered on brain. Glucose obtained (within normal limits) as it was unclear how long parenteral nutrition may not have been running for. Biomed was contacted for investigation and follow up.